Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that difficulty tracking over the wire occurred. A 105/3.0/2.5/.021/20/straight renegade microcatheter was selected for use. During the procedure, it was noted that resistance was felt during tracking over the wire. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a shaft fracture located approximately 8.5cm from the strain relief.

Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, visual examination revealed a shaft fracture located approximately 8.5cm from the strain relief associated with a shaft stretch extending approximately 19cm from the strain relief. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the renegade device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.